Event description:
The pt was implanted with a saline prosthesis on 7/1/96. Subsequently, it was noted that the pt's left prosthesis had extruded and the pt had developed an infection and the prosthesis was removed on 8/8/96.